Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as it was not working properly. The patient visited the hospital two weeks before surgery. It was confirmed that the cylinder had a fine hole in the left cylinder causing fluid loss. The cause of the left cylinder hole has not been confirmed by the hospital. After this surgery, the patient improved, stable and the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as it was not working properly. The patient visited the hospital two weeks before surgery. It was confirmed that the cylinder had a fine hole in the left cylinder causing fluid loss. The cause of the left cylinder hole has not been confirmed by the hospital. After this surgery, the patient improved, stable and the event resolved.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder 1 had a leak attributed to fatigue and wear at fold; a hole was present. Cylinder 1 was not functional test due to leak identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost.